Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a uroglogy examination, the video system center image was dark, flashing led, could not increase intensity. The procedure was completed using a similar device and was not prolonged. There were no error messages. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the device evaluation found a worn-out video connector latch causing an unstable image when wiggled the pigtail. The device evaluation also found an old version of led cables and an old version (3.00) of software. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.